Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited diagnostics anomaly and exhibited end of service. The device was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Interrogation of the device revealed the device was at end of service when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. No anomalies were found.

Event description:
New information received states that the device reached normal eri.